Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65-75 mg/dl. Bg cause was not known. The customer received assistance by mother with consuming carbohydrates to address bg. Additionally, the mother monitored the customer after consuming carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.